Event description:
The device was placed in a 70-80 year old male with cva. The procedure progressed normally. No unusual anatomy was noted during the endoscopy. Upon rescoping the pt to confirm placement, the internal bumper was noted to be inverted. It had apparently inverted during passage through the esophagus. The physician attempted to revert the bumper to its original shape, but was unsuccessful. The physcian stated the tube was secure and did not need to be replaced at that time. The physician plans to remove the tube at 6 weeks and replace it with a balloon catheter. The pt suffered no ill effects. Note: the event date given above is approximate.

Manufacturer narrative:
Sample was visually inspected and some discalmation wa sfound on the bumper (brown). The bumper and part of the tube were cut away from the rest of the sample. No other defects were found. Bumper was invented. Magna port 4-connector was inserted into the tube also. Bumper and tube had been used for a while. Dicoloration on on bumper and product build up on y-port and tube. No way to tell when inerosion took place. If inveter during puroment it was used that way for some time.